Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
A temporal relationship between the alleged inadequate therapy for the unknown number of days prior to hospitalization leading to the patient experiencing inadequate dialysis consistent with ¿uremic¿ manifestations, including altered mental status, confusion secondary to development of uremia, the subsequent hospitalization and use of the liberty cycler. Additionally, the patients¿ symptoms resolved using the hospitals cycler for 2 intensive lengthy treatments while hospitalized. It is highly likely that the patient's symptoms were related to the inadequate dialysis experienced by the patient prior to hospitalization. Although a temporal relationship between the diagnosis of streptococcus viridians peritonitis and the fresenius products exists, there is no documentation that indicates there is a possible causal relationship between the fresenius products and this episode of peritonitis and subsequent inpatient hospitalization. There is no identified etiology as to the causality of this peritonitis event , additionally the patient has highly complex co morbidities which are contributory to higher risk for infection, these include chronic anemia, esrd, behçet's disease including treatment courses including one month of steroids. A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
It was reported by the peritoneal dialysis registered nurse that this patient had 3 days of reported unknown alarms on the liberty cycler and nurse is requesting the patient receive a replacement cycler. Furthermore, the pdrn stated the patient has been unable to complete therapy and is not achieving adequate dialysis therapy resulting in inpatient hospitalization on (B)(6) 2017 secondary to uremia development. Additionally and concomitantly the patient had a sudden onset of profuse epistaxis and uremia symptoms requiring transport via emergency medical system (ems) via ambulance. The patient's hemoglobin (hgb) was 6.9 and transfused with 3 units of blood without reported incidence, post transfusion hgb level was not drawn in the hospital. During a follow up call to the pdrn it was revealed during hospitalization the patient had an altered mental status and confusion secondary to uremia which was related to peritoneal dialysis therapy. The patient underwent two intensive peritoneal dialysis treatments to treat the uremia: the first was 16 hours total and the second was 12 hours total without any reported issues. Additionally the nurse reported that the patient's effluent was cultured during hospitalization and diagnosed with peritonitis. The identified organism on the culture report was streptococcus viridians. The patient was treated inpatient during the hospitalization with the antibiotic vancomycin, 2 grams via the intraperitoneal route. The patient received another dose of vancomycin 2 grams post discharge at the peritoneal dialysis clinic. The nurse further reported that the patient is scheduled to have the fluid recultured at the clinic on (B)(6) 2017. The patient was discharged to home on (B)(6) 2017 with a family member being trained to assist the patient to complete ccpd therapy as the patient was formerly responsible for completing his own treatments.